Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with fibrin, corneal edema, iritis, and intraocular pressure elevation (iop) on the first day postoperatively. The pt was treated with medications. For this pt, an anterior chamber washout and cortex removal was performed at one week postoperative. The surgeon reported the pt's symptoms were resolving. There are fifteen medical device reports associated with this event. This report is for the second pt, intraocular lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause could not be determined by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).